Manufacturer narrative:
Each of the following components was received for evaluation; suture with attached anchor. The components are consistent with those used in the 6f angio-seal sts plus. The suture was 1.88 inches in length (proximal end of suture to proximal end of knot). The majority of the collagen was not returned; however, small fragments of material, consistent with collagen, were affixed to the suture. The anchor was bent towards the bridge, consistent with in-vivo conditions. The knot was tightly wound and the suture loop was intact. The suture proximal end had strands that were even, consistent with cutting. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this sould occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported the patient was admitted to the hospital for an acute myocardial infarction (ami). A 6f angio-seal sts plus device was deployed following a coronary angiogram and a percutaneous coronary intervention procedure (pci). Two days later, the patient complained of pain and it is reported that a large hematoma was found in the groin. The patient's hemoglobin level went from 130 liter to 80 liter but no blood transfusion was required. The pt was sent for surgery and is reported to be recovering well. The cause of the hematoma is not known. The pt was reported in good condition.